Manufacturer narrative:
All info provided by manufacturer, no medwatch form was rec'd. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: feedback: the reported field event of an impedance anomaly was confirmed after reviewing data stored in the device memory. Tests were performed and the device was found to be normal. All impedance measurements in the laboratory were found to be normal. The cause of the field event remains undetermined. (B)(4).

Event description:
It was reported that the pacing impedance of the rv lead was suddenly high. Blood visible in the header of the device.